Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked liquid at the twist clamp. This issue occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with the naked eye. A cracked light blue mainbody was noted. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Functional testing found no issues. The device did not meet specifications due to the cracked mainbody; however, the reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.